Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed radio frequency failed self test alarm. Customer's blood glucose was 120 mg/dl. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with a rf pic failed alarm during the selftest due to a faulty component on the radio frequency board. The pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.